Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Safety mechanism for needle not working properly, leaving an exposed needle when needle is pulled out after insertion. When they pull the needle back, the plastic housing is moving with it instead of staying on the tip of the needle. Date of occurrence: (B)(6) 2026.